Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The customer was told by the doctor to have a comparison with a laboratory performed. The result from the meter was 3.0 inr and the result from the laboratory using dade innovin by siemens reagent was 2.3 inr. The timeframe between the meter and laboratory testing was less than 7 hours. No treatment was received based on the testing and the customer was currently feeling ok. The customer was not anemic, took no heparin or no direct thrombin inhibitors. The customer mentioned she has an antiphospholipid antibody and is aware of the limitation of procedure. The customer had no change in coumadin, no new medication, no illness, diet was ok, and had no high symptoms. The therapeutic range was 2.5-3.5 inr. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.3 inr and 2.9 inr. Donor hct: 40% and 32%. Donor 1: master lot / customer meter and master lot 2.3 inr/ 2.3 inr. Donor 2: master lot / customer meter and master lot 2.9 inr/ 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given medications are currently known to interfere with the accuracy of the test results. The customer reported having anti-phospholipid antibody syndrome. Per product labeling, the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) can potentially lead to prolonged clotting times and elevated inr values. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.